Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a real intelligence cori assisted revision tka surgery, after the plan had finished, when moving forward to checkpoints, the cori console stated that the checkpoints for both the femur and tibia were 300+mm off. Confident the trackers hadn¿t moved, the surgeon wanted to re-establish checkpoints, so they proceeded to burr the femur without any issues. When moving onto the tibia, the model wouldn¿t load. They tried to go back to the plan and make a change, then move forward back to the tibia, where the same problem occurred, and the tibia wouldn¿t load. They exited the case and tried to resume the case, but upon joining back, the surgeon and the representative were confident the stress was completely different than the original one they had planned. The procedure was completed by changing to manual instruments after a non-significant delay. No injuries were reported as a result.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. Screenshots and system log files provided were reviewed with the software support team. The reported problem was confirmed. Regarding femur and tibia checkpoint movement, xsession logs matches the complaint description. It seems that the tracker moved above threshold limit and the cori system reported it as expected. No software issues detected for this issue. About the tibia bone model not visible, the ¿cannot initialize view with a null controller/workpiece¿ error indicates that the system is unable to display the view because of the error caused by either the controller or the workpiece object is deleted, released or it is not yet initialized. This prevents bone model from rendering. The most likely cause of this event is associated with a known software bug. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicates the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
D4, serial number: updated.